Manufacturer narrative:
This report is submitted on november 22, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. (B)(4).

Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed october 4, 2016. H3 other text: device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced recurrent skin flap infections at the implant site. It was reported that the patient was treated with a course of antibiotics on (B)(6) 2015 (duration unknown) and was treated again on (B)(6) 2016 (type and duration unknown). However, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2016.